Manufacturer narrative:
The disposable handpiece used in this case was not returned; therefore, a failure analysis of the complaint device could not be completed. The lot number of the disposable handpiece was not provided, therefore a device history record review could not be performed. However, all surgical handpieces meet all qa specifications when released, including adequate sterilization. The operator's manual lists infection as a possible adverse event after endometrial ablation under other adverse events. Disposable handpieces are terminally sterilized using a validated process, and every lot is verified by quality assurance during the review and release process prior to shipment.

Event description:
It was reported that a patient suffering from abnormal uterine bleeding (e) was scheduled and underwent an unremarkable minerva endometrial ablation. Approximately 9 days after the procedure the patient was seen in the office and complained of foul-smelling vaginal discharge. Wbc and body temperature were normal. Cultures were taken and came back (B)(6) for group c streptococci (gcs). Patient was treated with oral antibiotics, fully recovered, and is doing well.